Event description:
The customer reported that during a partial gastrectomy procedure, the jaws of the device could not be reopened while applied to tissue. To remove the device from the tissue, the surgeon resected the tissue directly adjacent to the jaws of the device. There was no harm to the pt, and another device was used to continue the procedure.

Manufacturer narrative:
(B)(4). Date of initial report: (B)(4) 2014. The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.